Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a 30-degree endoscope (serial number: (B)(6)) was installed in universal surgical manipulator (usm) 2 on system sk1551 in up orientation at the time of event, and after cleaning, the endoscope was observed to "flip" to 30 down orientation on its own. The customer denied the endoscope moving freely with uncontrolled motion or the event involving reversed control on the system arms. The customer could not confirm if indication of the image orientation was provided to the user via the user interface, but advised that the surgeon confirmed desired orientation when the endoscope was installed. Additionally, the customer could not confirm if prior to the event, the endoscope was manually rotated 180 degrees or if the surgeon manually associated the right and left masters with the respective arms for intuitive motion. The issue was resolved during the procedure and it is believed that the surgeon completed the procedure with use of the same endoscope. There was no injury to the patient as a result of the vision issue. The endoscope is available for return, however, has not been shipped back to isi for further evaluation. Patient demographics and patient-related information was requested, however, the customer did not have this information available to provide.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted a mitral valve repair surgical procedure, the displayed image was upside down. The issue persisted even after the endoscope was removed and cleaned. Intuitive technical support engineer (tse) was contacted and tse informed that they should hit the instrument clutch button to reset the memory of the endoscope. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) sent more information to customer about proper troubleshooting steps. Fse confirmed that the issue did not recur. No part replacement required. The system was working properly and no additional action was required as the issue was resolved.